Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemorrhoidectomy procedure, the stapler was fired, removed from the tissue and upon inspection of the staple line it was determined that it was incomplete. Additional sutures were needed to occlude the bleeding and incomplete staple line. The surgical procedure was extended for 15 minutes.